Manufacturer narrative:
Follow up 03/26/2016: customer reported that they have not experienced any additional elevated bg levels since changing to a different lot of insulin. Tandem technical support advised the customer to call back if the issue reoccurs. Customer acknowledged. Follow up 04/02/2016: customer called back and reported that they are doing better after receiving with new cartridges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 450 (mg/dl) on the third day of cartridge use since starting the pump. Customer would change pump supplies and administer a bolus to address elevated bg levels. Cartridges used novolog and were changed by customer in the recommended time frame as labelled. Recommendation was made to consult with health care provider to discuss diabetes management.